Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum may 2, 2023: the device did not experience any trauma that lead to the crack in the control body.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material clogged the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer returned the evis lucera elite colonovideoscope device for evaluation and repair of a crack in the control body issue. There is no harm to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material clogging the device nozzle as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value other observations for the device: image guide protector has damage; due to a pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down (u/d) knob do not meet the standard value; due to deformation of u/d knob, water tightness is lost; part of the insertion tube is caught and pinched-the insertion tube becomes deformed; distal end rubber coating (a-rubber) adhesive has a crack, white-clouded area, and a chip; adhesive around objective lens is peeled and has white-clouded area; adhesive around light guide (lg) lens has white-clouded are; lg lens has a crack; distal end cover (c-cover) has a dent; cope connector has a crack; switch (sw) sw1 has wear; and protector of universal cord and a-rubber, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It is not known if the air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. It is not known if the air/water nozzle was flushed with detergent solution.